Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance, gradually (125 ohms) increasing over the past year. A request was made to have data from this device analyzed. Rhythmcare reviewed device data and provided programming options and recommendations. The lead remains implanted. No adverse pateint patient effects were reported.